Event description:
It was reported to philips that the system's footswitch was intermittently failing, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was completed as planned by using same footswitch as it was still working. The philips remote service engineer (rse) connected with the customer and confirmed the reported problem. Upon troubleshooting, no failure found, and footswitch was suspected to be faulty. To resolve the problem, customer replaced the footswitch and return the part for further analysis, but no failure found. After replacing the wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned by using same footswitch as it was still working. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.